Manufacturer narrative:
Device evaluated by MFR: promus premier ous mr 38 x 3.50mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage. Struts along the mid-section were lifted and pulled in all directions. The undamaged crimped stent outer diameter measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure.a visual and microscopic examination of the bumper tip showed signs of tip damage. A visual and tactile examination of the hypotube found a kink 0.6cm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 26mar2021. It was reported that the device was unable to cross the lesion. A percutaneous coronary intervention was being performed. The target lesion was located in the moderately tortuous and severely calcified right coronary artery. Following predilation, this 38 x 3.50 promus premier stent delivery system was selected. During advancement resistance was met and the device was unable to cross the lesion. No patient complications were reported and the patient status is stable. Device analysis revealed stent damage.